Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. Once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the customer no longer desired to use the pump to view glucose values. Customer was instructed on how to not pair with the transmitter. No additional patient or event information was available.